Event description:
As reported by the field clinical specialist, during the first case of the day, the tavr was aborted after femoral procedural complications. The femoral complication occurred when the physician was forcing the esheath in. As it was being advanced up the right common iliac it appeared to be stuck at the bifurcation and the dr pushed it and it popped through. That's when they noticed the aorta was perforated. The patient was alive at the end of the procedure. The valve was not implanted. The initial reporter did not allege that the device was deficient in any way. The root cause of the femoral complication was heavy calcification. The valve was not implanted in the patient.

Manufacturer narrative:
Although the exact intervention is unknown at this time, as this event was an iliac artery perforation, it very likely required an intervention to prevent permanent impairment. Investigation is ongoing.